Manufacturer narrative:
Citation: pollari f et al. Risk factors for paravalvular leak after transcatheter aortic valve replacement. The journal of thoracic and cardiovascular surgery. 2018 sep 27; article in press. Doi: 10.1016/j.jtcvs.2018.08.085. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an assessment of the risk factors for paravalvular leak after transcatheter aortic valve implantation in a large cohort, including aortic valve calcification as measured by contrast-enhanced multidetector computed tomography. All data were collected from a single center between july 2009 and october 2016. The study population included 539 patients (predominantly female; mean age 82 years), 44 of which were implanted with either a medtronic corevalve bioprosthetic valve or a medtronic evolut r bioprosthetic valve (26 mm, 29 mm and 31 mm prosthesis sizes were used). No serial numbers were provided. Among all patients, 1 intraprocedural death occurred due to an annular rupture (prosthesis type not identified). Additionally, the immediate and 30-day mortality was 0.93% (5 patients) and 5.38% (29 patients), respectively. Multiple manufacturers were noted in the literature; based on the limited available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events included: emergency valve-in-valve implantation, emergent surgical aortic valve replacement following explant of the transcatheter aortic valve, conversion to surgical aortic valve replacement, annular rupture, coronary obstruction as isolated complication (unrelated to prosthesis migration) requiring emergency percutaneous coronary intervention in 1 patient and coronary artery bypass graft in another patient, failure of stent expansion in 1 patient requiring post-deployment balloon dilation, valve migration/malpositioning, valve oversizing, and mild-moderate paravalvular leak. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events no additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.